Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering found that the jaws of the device were damaged, increasing friction within the device. Engineering actuated the device and was able to replicate the customer's experience of instrument jamming. The root cause of the customer's experience was the increased friction within the device. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole- "first 3 clips fired successfully. Next 4 firings dry-fired. Device was pulled out of patient to reset and dry-fired 2 more times before clips began loading into jaws. Case was completed with same device. Rep was present and noted that proper technique was used. Surgeon loaded clips under direct visualization before placing jaws on tissue. This is the newer updated version. Rep has been informed that these incidents are occuring when rep is not present with other surgeons at facility as well. Please advise rep on best way to troubleshoot. Thank you." Patient status: ok.